Manufacturer narrative:
S/w version: 4.11d. Retainer ring: missing. On (B)(6) 2021 the customer alleged charge/battery lasts less than expected. Pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump received with pillowing keypad overlay, broken reservoir tube lip, missing o-ring(reservoir tube), and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: pump passed sleep current measurement and active current measurement. While performing the self test an error 63 alarm occurred. Thus was utilized and re-downloaded trace/history files properly. Pump error 63 was found in the history file on (B)(6) 2022 at 11:43:12, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. No unexpected low battery, replace battery, and insert battery alarms during testing. In summary, customer alleged for charge/battery lasts less than expected was not confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced that battery was lasting only two days. Customer stated that pump was not damaged. Troubleshooting steps were not mentioned. Customer will get replacement of the device.